Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that his controller goes blank and says this started "a week after the implant ((B)(6) 2019) and then it happened again the day before yesterday ((B)(6) 2019)". The patient stated that "so it¿s happened twice now, and after the first time they had me take the battery out and that fixed it, but they told me that if it happened again to call you". The patient stated that the manufacturer representative (rep) was aware of this issue a week after the implant ((B)(6) 2019). The patient stated that it takes too long to charge the controller. The patient reported that this started a week ago ((B)(6) 2019) and that he had "left it plugged in all night and it went up only 10 percent then unplugged it and plugged it back in and it then charged up". The patient stated that his controller would shut off when he put in the battery. The patient reported that he is having to charge twice a day now and says each time he charges to 100 percent, it depletes rapidly. The patient noted that this started happening "pretty much right away since the beginning" (2019). The patient stated that he was seeing rep and his doctor on friday and would address the above issues with them. Regarding his controller issue, patient was warm transferred to repair for a replacement lithium battery. Additional information was received from the manufacturer representative (rep) on june 20th, 2019. The rep reported that the cause of the patient having to charge twice a day and the rapidly depleting ins was unknown. The rep stated that the actions taken to resolve this issue were also unknown. Patient weight was unknown. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 97745bp was returned and the complaint unverified. The battery charged when placed in known good 97745. And was read by ptm3 battery reader and met specification requirements. If information is provided in the future, a supplemental report will be issued.